Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that, this morning while brushing their teeth and tongue, the toothbrush head came off and was nearly swallowed. This was a frightening experience and they have never experienced this problem in over 20 years of using oral-b electric toothbrushes. No injury was reported.